Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 801 analytical unit. The initial estradiol result was <18.4 pg/ml. The customer questioned the result as it did not match the patient's clinical picture. The sample was repeated and the result was 22.4 pg/ml. The sample was repeated again the result was 55.3 pg/ml. The sample was repeated two more times and both results were <18.4 pg/ml.

Manufacturer narrative:
The qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.